Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, vomiting, and a sore throat, with a blood glucose reading of 28 mg/dl. Programming was correct. Troubleshooting was performed and the insulin pump primed without problem. Nothing further was reported.